Event description:
It was reported that after failed attempts to implant the lead, it was removed and the physician noticed that the helix was already a little bit extended. The physician attempt to exercise the helix, but it was unable to be extended any further. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and the distal end/electrodes of the lead became extrinsically damaged due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. (B)(4).